Manufacturer narrative:
Updated blocks: d9, h3 and h6. The reported complaint was confirmed. The field service representative (fsr) verified the reported complaint. The fsr replaced the yellow level sensor. The unit operated to the manufacturer's specifications. During laboratory analysis, the product surveillance technician (pst) connected the yellow level sensor to lab use only (luo) testing equipment. The level sensor passed all verification/release testing. It was determined that the yellow level sensor met specification. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the yellow level sensor did not work. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.